Event description:
An international distributor reported that their customer's arm automated chest compression unit was inoperable. When powering on, it displayed an alarm indicated by the exclamation mark symbol. The customer did not report this occurring during patient use

Manufacturer narrative:
The investigation into the arm unit associated with this complaint is underway and the root cause is not currently known.